Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device. The home patient (hp) stated that one of the supply bags had disconnected from the supply line. The technical service representative (tsr) had the hp power cycle hc. The hc alarmed system error 2367. The tsr had the hp power cycle hc again. The hc proceeded to "press go to start." The tsr informed the hp to start over with all new supplies. The tsr instructed the hp to inform his registered nurse of the alarm. Proper procedures were reviewed with the patient. There were no samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.